Event description:
The top bolt is stripped. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to user misuse.